Manufacturer narrative:
Age or date of birth, (estimated event date), implant date. Corrected data. Approximate age of device - 6 years, 2 months.

Manufacturer narrative:
Approximate age of device - 2 years, 5 months. Event: the reported fungal infection found during the pump exchange procedure is reported under MFR medwatch report # 2916596-2018-05149. Manufacturer's investigation conclusion: the pump remained implanted supporting the patient until (B)(6) 2018 when a pump exchange was performed for an unrelated issue (reference MFR medwatch 2916596-2018-04170 for the pump exchange and pump analysis). A direct relationship between the device and the reported driveline exit site infection could not be determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the original infection was noted on (B)(6) 2014 and the patient has since been on suppressive antibiotics. During the pump exchange procedure on (B)(6) 2018, the patient was found to have a fungal infection.

Manufacturer narrative:
Approximate age of device- 22days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for (B)(6) driveline infection with chronic suppressive antibiotics. The patient remains hospitalized. No additional information was provided.